Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation from the lifevest. The patient described the irritation as the garment had "cut" into her and became red and itchy. There was no alleged device malfunction. The patient's physician advised time out of the device. The patient reported the rash had improved since removal of the device and was no longer itching.